Event description:
A malfunction was reported on a pump, but there were no notable events that occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and helping to reset the pump, which did not show the malfunction code again. The customer was advised to continue using the pump and to call back if the issue recurred.